Manufacturer narrative:
(B)(4). Damaged cartridge, damaged one piece sled, damaged drivers the analysis found that one device was returned in good visual condition and with an ecr60g cartridge loaded on the device. The reload was received with the right side fully fired, left side outer row fully fired and the left two inner rows partially fired. Upon evaluation of the reload, the cartridge body, one piece sled and some drivers were noted to be damaged. No obvious damage to the cartridge deck was noted, which suggests the cartridge, may not have been fired over a hard object. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The batch record was reviewed and no anomalies were noted during the manufacturing process. Based on photographic and video evidence it is believed that this complication was potentially caused by the inner left side sled rail hitting one of the staple cartridge internal towers damaging the sled rail enough to prevent the associated double staple drivers from being lifted preventing staple deployment.

Event description:
It was reported that during a laparoscopic sleeve gastrectomy, after the second firing to create the pouch, using a green cartridge on the device, the staple rows on the distal 3/4 of the right side of the staple/cut line had malformed staples. The malformed staples were on the specimen side of the pouch. A new device was opened, and the case was completed without patient consequences.